Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "layer of free fluid" and "pain." Device remains implanted.